Manufacturer narrative:
B5; additional information received : corelab review of CT imaging from approximately 38 months after the index procedure identified the following: type ia and a persistent type iiib endoleak in (B)(6) and a type ib endoleak in (B)(6) . Persistent stent fractures on ring 5, ring 6 and a new fracture on ring 7 were observed on device (B)(6) . A new fracture was identified on ring 10 in (B)(6) . Persistent stent ring enlargement was observed on device (B)(6) as follows; +4.0mm, ring 2; +2.2mm, ring 3; +5.1mm, ring 4 ; +14.1mm, ring 5 ; +16.0mm, ring 6 and +12.8mm, ring 7. Persistent stent ring enlargement was also observed on (B)(6) : +2.2mm, ring 3 ; +3.5mm, ring 9 ; +5.4mm, ring 10. The maximum aortic diameter was 77.4mm and aortic enlargement of +5.4mm was reported. It was noted that the device was not evaluated for stent ring migration due to fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: according to the site, a CT performed 14 days post index procedure had no observations. A CT from the following year had aortic enlargement from 42mm to 51mm. The patient remains under observation and no secondary procedures are planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a thoracic aortic dissection.  It was reported that CT imaging performed 2 years later has been reviewed by corelab. For the stent graft vnmc4040c218tu (v29905187), a type iiib endoleak was identified. 6 stent ring enlargements were noted. Stent ring 2 (+2.3), stent ring 3 (+1.1), stent ring 4 (+4.1), stent ring 5 (+11.1), stent ring 6 (=13.1), stent ring 7 (+8.1).  2 stent fractures were noted on stent rings 5 <(>&<)> 6. Stent ring migration was  not examinable due to fractures.  For the stent graft vnmc4040c218tu (v30019186), on the CT imaging review from the same date, no endoleak or stent fractures were noted. Stent ring enlargement  on stent ring 9 (+3.9) and stent ring 10 (+3.6) were identified. No stent ring migration was observed.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was reported that the valiant navion stent grafts were relined approximately 4 years and 4 months after the index procedure. Three non-medtronic stent grafts were placed: one 44x44x200 mm and two 44x44x150 mm. No complications were reported medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received : corelab reviewed CT imaging dated 4 years 6 months post the index procedure . A persistent type ia endoleak was noted on (B)(6) and a persistent ib endoleak noted on (B)(6). Persistent fractures were seen on ring, 5, 6 ,7 of stent graft (B)(6) and a persistent fracture on ring 10 of (B)(6). Persistent stent ring enlargement on (B)(6) of the following +4.5mm on ring 2 , +2.4mm on ring 3, +4.9mm on ring 4, + 12.2mm on ring 5, +17.1mm on ring 6, +9.1mm on ring 7 and a new stent ring enlargement of +1.1mm on ring 10. For stent graft (B)(6) persistent stent ring enlargement of + 4.8mm on ring 9 and +7mm of ring 10. No stent ring migration was observed. The maximum aortic diameter was 74.1mm. No aortic enlargement was noted. Stent ring migration was not examinable on struts with fractures. Per a post -operative follow-up note from the physician there is a small type ia endoleak still present, type iii endoleak resolved with recent tevar. Patient will be followed up in one year. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.